Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower dhacs10957629 followed the migration of cb-sds from dedrick to carson maag, medication orders and patient profiles were no longer crossing over to the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that orders were not crossing on the newly upgraded pyxis system. The technical support specialist (tss) worked with the on-site analyst, who coordinated with dha local it and genesis, as the issue was related to their systems. The tss noted that once remote access was reestablished, the order-crossing issue could be addressed, although the network appeared to be the primary underlying factor. The tss advised rebooting the system and checking with local it regarding ports and settings as a potential cause. The customer was asked to notify the tss after reboot so verification could be performed. The tss then closed the case.